Manufacturer narrative:
Visual inspection of the device showed no physician damage. A guidewire was inserted through catheter lumen with no resistance or blockage. The foreign material sited by the customer had been dislodged during the procedure and was not available for investigation. The complaint could not be duplicated.

Event description:
There was a foreign material in the lumen. Another catheter was used instead. The doctor tried to insert a wire through the lumen but couldn't. He recognized something was in the lumen, so he inserted to the wire to the guide wire exit port. A piece of material came out from the tip of lumen. This occurred before entering the patient.